Event description:
Customer reported set was noted leaking dopamine from engagement of tubing and male luer on a nicu pt. Nurse noted drop in pt's blood pressure, found leak, and hung new drip/new tubing. Baby was critically ill before the event and has not recovered since, but facility does not feel that is related to the event. No additional info was available.

Manufacturer narrative:
(B)(4). The set has been received, investigation is not complete. A follow up report will be submitted with the investigation findings.